Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that while cleaning the device, the footplate that holds the saw "was just turning around in a circle". No other details regarding the nature of the event were provided. Since this event occurred during cleaning of the device, there was no pt involvement during this event.